Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 3 infusion sets fell off on (B)(6) 2024 during use. Infusion sets were used for a couple of hours for all events. Blood glucose level was 132 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.